Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead was observed 2 days post implantable pulse gene rator (ipg) to cardiac resynchronization therapy pacemaker (crt-p) upgrade with an left ventricular (lv) lead. A chest x-ray showed the rv lead "retracted and does not have good electrode-tissue contact." There was high left ventricular (lv) lead threshold that was suspected to be due to the rv lead issue. The rv lead was capped and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w4tr01 crt-p implanted (B)(6)2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.